Event description:
Per operative report: the valve was explanted due to several day old thrombi within each of the hinge mechanisms of the valve. As a result, the valve was fixed in a partially open position. There was extensive fibrous ingrowth both above and below the sewing ring. There was no sign of infection. The valve was replaced with sjm 21ahp-102.